Manufacturer narrative:
(B)(4). Despite efforts, no further information concerning this report could be obtained. As such, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead became syncopal during an episode of ventricular tachycardia (vt). The rv lead was found to have dislodged and the patient was subsequently shocked with an external defibrillator. Afterwards, several episodes of atrial fibrillation were noted for which the patient is being treated. No additional adverse patient effects were reported. This system remains in service.